Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryoablation procedure a moderately sized pericardial effusion was observed requiring a transthoracic echocardiogram and critical care monitoring postoperatively with extended an hospital stay. No pericardiocentesis was noted. The case was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed a system notice was received indicating that the r efrigerant delivery path was obstructed, which is unrelated to the reported clinical issue encountered during the procedure. No product malfunction was reported and no product was returned for analysis. The reported adverse event could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.